Manufacturer narrative:
On 01 february 2023, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience fast battery depletion. The issue was verified to be a power source alert on 25 november 2022. The pump successfully began charging after leaving the pump plugged into a power source. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.